Event description:
Reportable based on analysis completed on 17may2024. It was reported that during a procedure to treat atrial fibrillation (a fib) a farawave catheter was selected for use, however, the device had an inverted spline inside the body, therefore it was decided to remove the catheter from the patient's body and replace it for another one which resolved the issue. The catheter was straight while retracting. The guide wire fully passed the catheter during deployment/un-deployment. The guidewire used was the starter guide wire from bsc. The catheter did not become entangled with other catheters during procedure. The procedure was completed successfully. No patient complications were reported. The device has been returned. However, analysis of the retuned device revealed that the guidewire lumen was no longer attached to the tip of the spline cage.

Manufacturer narrative:
Upon device return and inspection, it was observed that the catheter was returned with one of the splines in the distal cage still inverted. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen, and no abnormalities were observed on the device. It was noted that the guidewire lumen was no longer attached to the tip of the spline cage, resulting in the inability to deploy the catheter. The cause traced to device design conclusion code was selected based on analysis of the returned product. Analysis found that the catheter had one inverted spline. The cause traced to component failure conclusion code was selected for the finding of a failed guidewire lumen tip bond, which is assumed to be the reason for the allegation of a failure to deploy the catheter. The guidewire lumen was originally bonded to the tip, but failed, and is now preventing the deployment of the spline cage when the slider is pulled back.